Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap cannula bent during injection. This caused the patient pain and a skin reaction. This occurred on 40 occasions. The following information was provided by the initial reporter: severe pain and needle bending after injection. A patient who has been injecting insulin for 20 years complained about severe pain, needle bending after injection and redness/scar on injection site. Pain occurs when puncture the skin. After injection when withdraw the needle from the skin, needle bending occurs. After injection she gets redness and scars on injection sites. She never had this issue before when she used different product.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap cannula bent during injection. This caused the patient pain and a skin reaction. This occurred on 40 occasions. The following information was provided by the initial reporter: severe pain and needle bending after injection.

Manufacturer narrative:
H.6 investigation summary: four open 32g x 4mm pro pen needle samples were returned from lot. No. 8311536, cat. No. 320566. Magnified examination was carried out on all four samples and a bent patient end of cannula and a slight hook was observed on all four samples. This is the 3rd related complaint for needle pain & the 1st related complaint for needle bending during use & skin irritation & harm injury on lot # 8311536. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10